Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcma. Approx. 4 days post index procedure the patient suffered a nstemi. The patient complained of chest pain/discomfort and dyspnea and was treated with medication. Investigator assessed the event as not related to the index device and possibly related to the antiplatelet medication. Sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication. Patient recovered.

Manufacturer narrative:
Cec adjudicated the event as a non q wave mi (vessel unknown) 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.